Manufacturer narrative:
No blank display or button error alarm noted during testing. Device had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test and displacement test due to unresponsive button. No moisture damage electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump was not working and then it turns on but none of the buttons will work. Customer's blood glucose value was 200 mg/dl. Customer stated that keypad was not responding. Customer was walking home from school in the rain and they think insulin pump got wet. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.